Manufacturer narrative:
(B)(4) 2014 new information was received when the valve was returned for analysis. The valve returned to medtronic's quality laboratory for analysis for this event was a st. Jude biocor valve (another manufacturer). An email was sent out to the sales rep to confirm with the physician that this event did not involve a medtronic device. It was confirmed that the valve was not medtronic, rather a st. Jude medical biocor valve. The initial report submitted should be disregarded, as there was not medtronic product involved. The following information is being submitted by medtronic, inc. In accordance with 21 cfr §803.22. A letter will also be sent to the FDA to provide product event information regarding non-medtronic, inc. Manufactured product. (B)(6).

Event description:
Medtronic received information that approximately two years after the implant of this bioprosthetic valve, the patient presented with symptoms of congestive heart failure. An echocardiogram revealed severe paravalvular regurgitation of the mitral valve with moderate stenosis. The valve was explanted and replaced with another device with no further patient adverse effects reported. It was reported that the valve was implanted at another facility. Additional information, including the device serial number and the implant date, were not immediately available and are being sought.

Manufacturer narrative:
Following explant, the valve was sent to the explanting facility's pathology department. It is unknown at this time if the valve will be returned for analysis. Without the serial number of the product, no device history could be pulled and reviewed. A supplemental report will be filed if additional information is received or if the device is returned for analysis. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.